Manufacturer narrative:
B5: updated to reflect the information received on 2020-mar-31. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the consumer on (B)(6) 2020. It was reported that the patient's pump and catheter were removed. No further information was provided.

Event description:
Additional information was received on 30-apr-2020 from a consumer who reported that the patient's pump and catheter were removed in (B)(6) 2020 and it was unknown by the reporter if removing the pump and catheter resolved the issue. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dosage for intractable spasticity. On (B)(6)2020, it was reported that the patient had swelling and puffiness over and around the pump. The patient went to primary care and had a contrast CT scan, but the staff "did not have any knowledge" about the pump and patient was sent home with 4 pills (2 per day) of bactrim antibiotic. The patient had a low grade fever and was still "puffy" and was swollen a little more" as of (B)(6) 2020. The patient's neck started hurting on the night of (B)(6) 2020 and was "flailing" on the night of (B)(6) 2020. The patient had cerebral palsy, was non-verbal, and was "at risk for aspiration" according to the consumer. The patient's managing physician was reportedly on leave and the patient could not go to the closest hospital as it had been designated as a coronavirus hospital. It was also noted that the patient was due for pump replacement in december. The consumer confirmed that they were actively planning on having the pump replaced for normal service life. No further complications were reported.